Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving lioresal 1000 mcg/ml at 141.6 mcg/day via an implantable pump. It was reported that the patient experienced lack of expected therapy due to kink in the catheter. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. No troubleshooting was performed. The actions and interventions taken to resolve the issue was 31.5 cm of original spinal segment was removed and replace with 31.5 cm from an 8782 catheter kit. The physician was able to aspirate 3 ml from the catheter access port at end of revision. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.